Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was experiencing intermittent red heart alarms. It was reported that the patient got the distal end of the percutaneous lead caught on something and the outer silicone jacket was damaged. The patient was admitted, but the vad coordinator was unable to reproduce the alarms while onsite. The exposed area was repaired near the bend relief with some rescue tape.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.